Event description:
It was reported that the deep brain stimulator device was a "failure." A (B)(6) infection occurred when the patient was still in the hospital recovering. The device was partially removed. The leads were still in the patient¿s head rolled up. The patient had been using medicine every day because of the infection. Further follow up is being conducted and if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# unknown, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v044062, implanted: (B)(6) 2007, product type: lead. (B)(4).